Event description:
The patient reported that the pump did not detect the cartridge correctly and primed the tubing during the load cartridge phase.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a physically damaged force sensor assembly. No alarms related to the complaint were observed in the pump alarm history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.